Event description:
Balloon rupture during use.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail that following stent implantation of the 2.25 x 18 mm xience v, there was "sluggish" flow or ischemia beyond the stented segment that required additional balloon dilatation at the edge of the stented segment; this resolved the ischemia. No additional event or patient information is available.

Manufacturer narrative:
Visual inspection of the device balloon under 10x magnification confirms that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area of the burst. The remainder of the device was visually inspected and there are no defects detected. Water was introduced through all of the device lumens and the water flows from where it should. The steerable tip still steers. Visually the device markings are coming off. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.